Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The investigation regarding the reported issue with internal leakage test failure has been confirmed in service report, problem description and received logs. According to provided information the issue was resolved by replacing air gas module. After replacing the air gas module, the ventilator passed all functional and safety tests and was returned for clinical use. Since no parts could be investigated further, the root cause of the issue has not been determined, however one cause can be that the device was not adequate maintained or mounted. The issue is monitored for future trends.

Event description:
It was reported that the ventilator failed the internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #:( B)(4).